Event description:
User experienced erroneous phosphorus and calcium results for two patient samples. Sample 1, initial phosphorus 14.6 mg/dl, repeat 2.2 mg/dl. Sample 2, initial calcium result 4.6 mg/dl, repeat 9.4 mg/dl. Neither of the erroneous results were reported. The field service representative determined there was cleaner in the reagent probes. He replaced the cleaner valve and flushed out the probes. On follow up visit, he determined the v4 valve on the pipette module for the rt1sr probe was not working and replaced it. Performance tests were performed which were within specification.